Event description:
10mm laparoscopic retrieval bag was placed inside abdomen via trocar port and hole noticed in bag. A 5mm laparoscopic retrieval bag was opened onto sterile field and a hole also noticed in bag after placement inside of the abdomen via trocar port. Both bags are taken out of the abdomen. New 5mm bag was provided to the sterile field and the specimen was collected. The surgeon requested a medsun be submitted for both bags. Per operative report: the ovary was placed in a bag- rupture of bag due to force- non-penetrating issue.